Event description:
It was reported that during a laparoscopic appendectomy procedure, during the first firing with a blue reload, the device was closed on tissue, the surgeon waited 15 seconds and then fired the device for the first three strokes which released the appendix; a fourth stroke used to reverse the blade was not performed. Following this, the surgeon had concerns that staples had not been deployed and that the staple line was not complete, and due to this concern, he over-sewed the staple line. It was not reported that another device was used to complete the procedure. There were no adverse consequences for the patient reported. The device and the blue reload were discarded following the procedure and will not be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Appendix. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. If echelon, during which stroke did the event occur? Following 3rd stroke - a forth stroke was not done. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? None. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Na. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? What were the patient's pre-existing conditions? Asku. Does the patient have any relevant history of surgical treatments? If so, what? Asku. How long has the surgeon been using this device for this procedure (in years)? 1 week. Was there a recent conversion to ees devices in this account or with this surgeon? April 3. Were there any malformed staples noticed? Wasn't sure if there was a staple line formed. Was the staple line incomplete or did it exceed the cut line? Not sure. Was the patient taking any anticoagulants or dvt prophylaxis? Asku. The complaint could not be confirmed because, no device was returned for analysis. As a lot number was not received, a device history review could not be performed.